Event description:
A 28mm diameter x 16mm diameter x 16.5 mm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt on 2001. A spiral CT and angiogram were performed in 2001. The measurement of the spiral CT scan of the infrarenal neck was 25mm in diameter. The infrarenal neck length by spiral CT scan measured 23mm and by angiogram measured 25mm with a mildly angulated aortic neck. The abdominal aortic aneurysm was 60mm as measured by spiral CT. The renal arteries to the aortic bifurcation measured 128mm by spiral CT and 14cm by angiogram. The distal aortic diameter measured 45mm by spiral CT. The right renal artery to the right hypogastric measured 14.3cm and the left renal artery to the left hypogastric measured 15.8cm by spiral CT scan. The renal arteries to the hypogastric arteries measured 17cm by angiogram. The spiral CT scan demonstrated the right and left common iliac arteries to measure 15mm, and the external iliac arteries measured 9mm in diameter. The physician stated the pt was anatomically a candidate for endovascular repair and the bifurcated stent graft would access the right side. Due to a heavily diseased left iliac artery, the physician stated that access was a consideration and the pt had a very short common iliac artery on the right, which may be a potential source for an endoleak in the future. It was reported that post deployment the pt demonstrated a proximal type I endoleak. An angioplasty with a 25mm x 4cm balloon was performed; however, the endoleak was not resolved. A f/u CT/angio revealed resolution of the endoleak but poor fixation secondary to a "pleat" in the graft. It was reported that 2 months later a palmaz stent was placed in the proximal stent graft and dilated with a 25mm angioplasty balloon. An intra-operative angiogram demonstrated that the palmaz stent caught the "pleat" and folded over the stent graft. A post-operative CT/angio demonstrated good fixation of the stent graft proximally, distally and at the gate. It was reported that there was no endoleak and the aneurysm was successfully excluded. No add'l clinical sequelae were reported and the pt is alive.